Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, the suture broke after deploying two bands. The doctor removed the scope from the patient and checked the banding set and found that the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a video reflecting the complaint device outside the patient was provided by the customer and shows the suture was detached from the ligator head.